Event description:
It was reported that an error was displayed on the programmer upon start up. The caller cycled power 4 times, but the error would not clear. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer generated an error and the hard drive was reimaged, the software reloaded, the stylus calibrated and the xy printed circuit board was replaced to resolve. (B)(4).